Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirm that reported problem. Upon troubleshooting, fse inspected the system's connections and operation. Fse confirmed the customer resolved the issue, and the system is operational after checks and multiple restarts. The ups was also verified to be functioning correctly. After the repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, after a power outage. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.